Event description:
It was reported that medication did not come out of the bd micro-fine¿ pro pen needle, and the non-patient end was later found broken by the pharmacist. The following information was provided by the initial reporter, translated from japanese: "stating that the drug solution did not come out, the patient brought one affected product. When checking the product, the pharmacist found that the needle npe had been broken.".

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample and photos was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to determine the root cause. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication did not come out of the bd micro-fine¿ pro pen needle, and the non-patient end was later found broken by the pharmacist. The following information was provided by the initial reporter, translated from japanese: "stating that the drug solution did not come out, the patient brought one affected product. When checking the product, the pharmacist found that the needle npe had been broken."